Manufacturer narrative:
The complaint product was not returned for evaluation. No DHR was reviewed as no lot number provided. Failure analysis unconfirmed; root cause undetermined as no product was returned.

Event description:
It was reported by a sales representative that a patient rejected a neurawrap protector implant, requiring a revision surgery. No patient injury reported. No additional information was provided after several attempts.